Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd conventional syringe/needle s2 needle separated from hub. The following information was provided by the initial reporter, translated from spanish to english: after asepsis and antisepsis, local anesthetic is infiltrated into the skin, subcutaneous cellular tissue and soft tissues. During the infiltration, the needle becomes detached, so a scalpel dissection is performed in order to explore the region in search of the foreign body, without success. Additional info received 16 feb 2024 has there been any harm to the patient/health professional (detail)? Yes, a foreign body is introduced during the incision of the surgical procedure, which may compromise the patient's health in the long term, since this foreign body can move over time, and depending on the area, generate lesions, penetrate solid organs or hollow viscera, local and systemic recurrent infections. Has the intervention been carried out and what is the patient's condition? Yes, the foreign body is followed up after 5 days of the procedure, localization and waiting for clinical conditions suitable for the new surgical intervention. On (B)(6) 2024 the foreign body was removed satisfactorily, intact and complete. Toracostomy open way with costal resection was performed, operative description: skin asepsis with chlorhexidine, placement of sterile surgical fields, incision next to the harpoon and dissected perpendicularly until reaching the tip of the harpoon, and after several minutes of dissection is achieved locate the needle which is extracted completely without complications, the needle is delivered to the instrument and this delivers it to the chief, previously marking it, subcutaneous cellular tissue is faced with vicryl1 separate points. Additional info received : 26 feb 2024 could you please indicate if you have observed any plunger resistance (or resistance to movement) during drug infusion? Answer: is the embolus hard could you please indicate which anesthetic was being administered? Answer: lidocaine hydrochloride plain 250 mg.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 300330 and lot number 2112120. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, a broken needle was observed. The picture also shows a correct dosage of epoxy; the white glue used to join the cannula and hub components. The epoxy dosage pictured indicates that the cannula was properly assembled into the hub but broke after use. It cannot be excluded that the handling of the product may have had an implication in this issue. Without the affected physical sample, a thorough evaluation cannot be performed. Any breakage issue is very rare unless inappropriate use of the product were to occur, such as bending of the needle while injected. Cannula pull out testing is also performed for every lot before release. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.